Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. The customer reported that the alarm was recurring during normal pump use. The troubleshooting was performed for pump errors. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test and unexpected error test. No unexpected alarm and a17 alarm noted. The pump had a47 alarm in alarm history file. A47 alarms due to corrupted history files.